Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge. It also cautions against overfilling a cartridge past 300 units as this can lead to cartridge error. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units of cold insulin. Additionally, the customer reported that the cartridge may have been overfilled. There was no impact to the customer's blood glucose level. The customer reloaded the cartridge successfully and received an accurate fill estimate.